Event description:
Healthcare professional(hcp) reports a fiber leak noted by blood in the dialysate compartmrnt during the onset of the pt treatment. The reported incident occurred after the dialyzer was reused 21 times. Hcp reports no pt injury or need for medical intervention.